Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual examination of the first cartridge noted that the clip was fully formed but not completely deployed. Visual examination of the second cartridge noted that the clip was not applied. Since the clinical instrument was not received the loading unit was loaded into a pmv representative instrument and fired; the pusher advanced properly and deployed the clip. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. When clipping the bile duct, the clip did not deploy correctly. It stayed in its housing. The device was not difficult to assemble or disassemble. The clip cartridge was not able to be loaded properly onto the handle. The clip was not able to disengaged from the cartridge. The clip was not able to form correctly. The inner and outer parts of the clip did not separate. No device component disengaged into the cavity of the patient. In order to resolve the issue and complete the case, used a ligaclip as a replacement device. There was no patient harm. The patient status is alive, no injury.